Event description:
Closing abdominal incision at end of case and suture needle broke in half. Noted as soon as needle came through skin. Immediately looked, unable to locate. Obtained xray to verify in patient abd. Needle identified on xray in abd. Located and removed after xray confirmation and exploration of site. Counts at end of case complete and accurate.